Manufacturer narrative:
Device evaluation of monitor sn (B)(4) and electrode belt sn (B)(4) has been completed. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the ECG electrodes, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the tactile vibration alarm, audio messaging, and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality. There is no indication of a product malfunction.

Event description:
A us distributor contacted zoll to report that a patient passed away on (B)(6) 2016 while wearing the lifevest. The patient was at home, unconscious, and her family was present at the time of the event. Review of the download data indicates that the patient experienced an asystole event, which is considered a non-life sustaining, non-treatable rhythm. An arrhythmia was detected at 07:16:29 on (B)(6) 2016. The ECG recording shows idioventricular rhythm degrading to asystole. Two treatments were then delivered at 7:17:03 and 7:17:27. The pre and post shock rhythms were asystole. Oversensing of the low amplitude cardiac signal contributed to the false arrhythmia detection. The response buttons were pressed by the patient's daughter-in-law after the treatments had been delivered. The patient remained in asystole. The patient passed away (B)(6) 2016. There is no evidence to suggest that the lifevest caused or contributed to the patient's death as the patient was already in a non-shockable, non-life sustaining rhythm.